Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/13/2016 that an adverse event occurred with an enteral access entristar peg tube. The clinical literature reported stated that a enstristar peg was malinserted. The initial peg 16fr entristar was inserted and 3 days later it was found to be dislodged. The facility proceeded to perform an open laparotomy and repaired the stomach. A mic-key button was then installed.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received at a later date. The review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Due to the sample not being received the failure mode could not be confirmed therefore the root cause was not identified, however the most likely root cause could be originated due to a workmanship issue due to insufficient solvent (thf) during the bonding process around the joint of the tubing with the external retention device. The operator is required to hold the tubing and wet it with solvent twice to assure proper solvent coverage. This application of solvent is a manual assembly and those codes are assembled in a controlled area with humidity below of 50% to assure that the tube was completely cured and dry. A formal investigation action being taken to address this failure to improve the bonding process, a new fixture was designed to improve and standardize the thf solvent application between the tube and ird internal detention device. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.